Manufacturer narrative:
(B)(4). Catalog #: unknown but refered to as a cook ivc filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: the patient's brother called in stating the patient had a CT scan which indicated the filter had moved/migrated. The patient has been experiencing some pain and would like the filter removed. Patient outcome: the filter remains in the patient and the patient is experiencing some pain that is alleged to be caused by the filter.

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: the filter type (celect, celect-pt or tulip) is unknown at this time. Patient medical history is unknown at this time and no imaging is provided, and therefore, it is not possible to comment on the filter, which was found to have moved/migrated approx. 2 years after implant. Also, it is not possible to comment on the pain, which "is alleged to be caused by the filter." Under normal conditions, i.e. Ivc < 30 mm the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the patient's brother called in stating the patient had a CT scan which indicated the filter had moved/migrated. The patient has been experiencing some pain and would like the filter removed. Patient outcome: the filter remains in the patient and the patient is experiencing some pain that is alleged to be caused by the filter.